Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's paddle lead was explanted following a previous ipg explant. (Reference: MFR report #: 3006630150-2011-00804). The physician noted that during the procedure, a few of the contacts fell off. No contacts were left in the patient and the patient is reportedly doing well.